Event description:
The customer reported a check valve failure during pt infusion. The nurse observed the secondary fluid flowing into primary set right away and was able to adjust so te medication administration was unaffected. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.